Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the patient did not heal from a fracture after the tomofix and chronos was implanted. This report is for an unknown plate. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. Event date: unknown. This report is for an unknown plate. Investigation could not be completed and no conclusion could be drawn as no device was returned and not lot number or part number was provided. Placeholder.